Event description:
It was reported that the user observed rising blood glucose after a routine dinner and noted concurrent ilet and fingerstick readings in the 360¿370 mg/dl range without alerts, after which an occlusion troubleshooting step was referenced and a full supply change was completed with insulin delivery resuming normally. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention or hospitalization and the user opted out of a callback. Investigation included customer service¿guided troubleshooting and supply replacement with restoration of expected insulin delivery. Investigation of this case revealed no confirmed device malfunction and no component failure identified, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.